Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose bleed, dizzy. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose bleed, dizzy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated by the manufacturer. The external and internal aspect of the device was inspected. The manufacturer observed dust/dirt and fibrous contamination on the flip lid locking mechanism,outside of the blower box,utlet iso port of the humidifier brown and the air inlet of the motor was inconsistent with degraded sound abatement foam contamination. The manufacturer observed water ingress in the blower box on the bottom of the blower.debris consistent with keratin found in the filter inlet ,inside of bottom of the device and slight black contamination at the seal of the blower box inconsistent with the keratin contamination ,fine white contamination throughout device enclosure in the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and the presence of contamination within the airpath ,suggests a source external to the device and there is no evidence of sound abatement foam degradation found within the device. Section d5 was missed to capture in previous MDR,now it is corrected and updated in this report.